Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: light transmission failure, scratches on distal edge, holes in the cable, crack on side of video connector, minor stains under light guide (lg) cover, and image is dark. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure a review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited light transmission failure, scratches on distal edge, holes in the cable, crack on side of video connector, minor stains under light guide (lg) cover, and image is dark. There was no patient involvement.